Event description:
It was reported to boston scientific corporation that a hair was noticed inside the product packaging of a sensor guidewire. Reportedly, the hair was inside the sterile packaging, and was noticed during preparation. The procedure was completed with another of the same device without harm to the patient, whose condition at the conclusion of this procedure was "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. No hair was found inside the returned sensor guidewire packaging. The package was returned opened and no hair was found inside, instead, a yellow spot appeared at one side, as evidence of handling. The entire length of the wire was examined and no anomalies were observed. Taking into consideration these factors a probable root cause could not be identified.

Event description:
It was reported to boston scientific corporation that a hair was noticed inside the product packaging of a sensor guidewire. Reportedly, the hair was inside the sterile packaging, and was noticed during preparation. The procedure was completed with another of the same device without harm to the patient, whose condition at the conclusion of this procedure was 'fine.'